Event description:
Patient had a two-level (l4-l5, l5-s1) anterior discectomy and fusion with the ldr roi-a device and had spinous process plates placed posteriorly on both levels. The patient later complained of leg pain so CT and MRI imaging was performed. Imaging showed the anterior portion of the sacrum was fractured. A revision surgery was performed, the spinous process plates were replaced with pedicle screws, and the anterior sacrum was secured with bone cement.

Manufacturer narrative:
Device not returned to manufacturer.